Event description:
Two falsely elevated ctni results were obtained on two different pts. The results were reported to the physicians. The technologist questioned the results and repeated the testing. Pt treatment was not prescribed or altered and there was no report of adverse health consequences to the pts as a result of the falsely elevated ctni results. The issue was resolved after the customer performed routine instrument maintenance. Maintenance included replacement of the r2 and hm wash probes.